Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on january 7, 2021. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluating the subject device, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, post-marketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the device confirmed following; the reported event was reproduced. There was no damage on the outside of the device. The device worked again, when a converter board of the device was replaced. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The probable cause of the reported event is the damage of the converter board.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the device didn¿t turn on during the preparation. The event occurred before the doctor anesthetized a patient. There was no patient injury in this event.